Event description:
It was reported that during the deployment of an embolization coil within an aneurysm, the implant did not detach. The delivery pusher was torqued (twisted) to detach the coil. The coil detached in the aneurysm however, approx a 1cm segment of the delivery pusher remained in the parent artery. The case was continued with add'l coils. No attempt was made to retrieve the coil with portion of delivery pusher. No harm was reported.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the device will not be returned for analysis. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.